Manufacturer narrative:
Age at time of event: 30s. (B)(4).

Event description:
It was reported that a catheter tip break occurred and the vessel became occluded. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the right superficial femoral artery(sfa). During the procedure, the catheter tip broke off and traveled downstream, occluding the sfa. The patient lost pulse in right leg at ankle and was taken to surgery. The catheter tip was removed, pulse was restored and limb was saved. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet solent omni thrombectomy set. Visual and tactile examination presented that the tip with the edm loop was removed and not returned. And the window of the catheter were also detached and not returned. A functional test could not be performed due to the damage of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter tip break occurred and the vessel became occluded. An angiojet solent omni catheter was selected for a thrombectomy procedure in the right superficial femoral artery (sfa). During the procedure, the catheter tip broke off and traveled downstream, occluding the sfa. The patient lost pulse in right leg at ankle and was taken to surgery. The catheter tip was removed, pulse was restored and limb was saved. No additional patient complications were reported.